Event description:
The customer reported a blood glucose value of 500 mg/dl while being on a backup plan. The customer initially called to inquire about the delivery of a replacement insulin pump. No troubleshooting could be completed as the customer was not on pump therapy. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.